Event description:
It was reported that the device would not turn on with ac. The device functions ok under a battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). It was reported that the device wold not turn on with ac. The device functions ok under a battery. There was no reported patient involvement. The complaint is still under investigation. A follow up report will be submitted once the investigation is complete.